Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following significant weight loss, patients ipg site is prominent and patient is experiencing pain at the ipg site. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction a4- patient weight. Correction e1- initial reporter. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted, replaced, and ipg pocket was revised to address the issue